Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during investigation, the pump powered on with a clear, legible display. The complaint of a blank display was not duplicated during testing. The pump was opened and no intermittent condition was found to the display flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.